Event description:
It was reported the videoscope's tip broke off during an unspecified procedure. There was no indication where the tip broke off and how or if it was recovered. Multiple requests were made for additional information, but there was no response from the customer. . There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, the reported issue was attributed to broken insertion part, light guide fiber breakages, defective thread on the distal end, and broken charged coupled device. However, a definitive root cause could not be established. It is likely the following led to the malfunction: the event can be detected/prevented by following the applicable chapters in the instructions for use which state: olympus will continue to monitor field performance for this device.